Manufacturer narrative:
The customer reportedly replaced the graphical user interface (gui) printed circuit board (pcb) anda covidien customer support engineer (cse) upgraded the software to current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. Covidien ref: (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator experienced a flickering display. There was no report of patient involvement at the time the event occurred. The date of the event is unknown.